Manufacturer narrative:
On site evaluation by the maquet field service engineer (fse) found that the compressor-mini could not reach its full pressure. This investigation also showed that one of the air tubes was loose. After tightening the hose, the compressor did not show any further problems and the unit went back into service after successful functions and safety tests. Our conclusion is, that the reported low pressure alarm was due to the loose hose. However, the root cause for this event could not be determined.

Event description:
It was reported that there were, "low pressure readings" from a ventilator that was connected to a patient. There was no patient harm reported. (B)(4).